Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that their information center lost ECG waveform monitoring for multiple telemetry patients and no alarm was provided. Information was provided on 21jun17 that the patient had passed away, however, it was indicated that it was unrelated to this event. Patient information and date of event were requested, but not unavailable at the time of this report.

Manufacturer narrative:
A patient incident occurred involving a loss of live ECG monitoring which was described to have lasted 2-3 seconds. The patient subsequently expired however the customer has indicated the death of the patient was not directly related to the monitoring event. The loss of ECG waveform data was determined to represent a network cable malfunction which occurred when the cable became bent or kinked beyond its natural bending radius. The led to connection and data packet errors involving the apc. The device was not deemed to be a factor in the death of the patient. The replacement of the cable has resolved the issue. Insufficient information was provided in order to confirm if inop alarms were provided at the time of data loss as would be expected during a loss of active ECG monitoring. Inop alarms are not logged in the alarm logs in this version of the information center product. Patient information and date of event were requested, but customer did not provide.